Event description:
Patient undergoing a chest tube placement under CT guidance. During the procedure, the amplatz ultrastiff wire guide frayed and therefore the tube and wire had to be removed. The distal tip of the amplatz wire remained intact within the chest tube. Through the existing superficial dermatotomy, a yueh catheter was inserted into the subcutaneous tissues and right hemithorax. Placement verified with additional CT imaging that no retained amplatz wire fragments were identified on additional CT imaging.